Event description:
Surgical intervention required to remove 3.0 x 18 s7 stent. While attempting to place a stent via the right brachial artery approach, the stent became dislodged in the right brachial artery. Under fluoroscopic guidance, it was identified. A guidewire was still in place, but the stent could not be retrieved. Interventional radiology was consulted and did further manipulation but was unable to remove the stent. Emergency cardiothoracic consultation was requested. Surgical exposure of the brachial artery, arteriotomy with removal of the foreign body, and repair of the brachial artery were required.